Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump received with high stop current due to c13 voltage leak on interface board. Insulin pump received with intermittent button response due to connector unlocked on lcd board.(B)(4).

Manufacturer narrative:
The inform the section "date received by manufacturer" was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime, compromised force sensor system test, excessive no delivery test and occlusion test. No error alarm during testing noted. Pump received with high stop current due to connector on interface board voltage leak on interface board. Pump received with intermittent button response due to connector unlocked on screen board. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the no delivery alerts and up arrow key was sticking. The insulin pump will not be returned for analysis.